Manufacturer narrative:
Device labeling, available in print and online, states that dynamic pressure control, v.a.c. Therapy is not recommended over unstable structures, such as an unstable chest wall or non-intact fascia, in order to help minimize movement and stabilize the wound bed. Continuous therapy is also generally recommended for pts at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae.

Event description:
The following information was reported to kci by the physician: on an unk date: the physician applied v.a.c. Via to a split thickness graft, which was 4cm x 3cm, on the right heel above the plantar surface. The dressing was applied for four days. Four days later after the initial dressing was applied, the physician performed a dressing change, the skin graft had failed. Additional information rec'd via telephone from the professional education manager, on (B)(6) 2011, the physician had covered the skin around the wound with vac drape, placed the draft, then adaptic, and granufoam silver, covering the dressing with v.a.c. Drape, constructing a bridge away from the wound covered by a t.r.a.c. Pad over the bridged area. The physician tested the unit with wall suction to ensure a good seal, and then placed v.a.c. Via therapy, wrapped the foot with ace wrap. The dressing drew down as expected. The physician stated that there were some leak alarms initially, but were resolved before the pt left the office. Physician said that the wound bed looked great at the time of v.a.c. Via therapy system placement, but it was possible that there could have been a layer of epithelium over the wound bed under the graft that would prevent the graft from taking.